Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6)2016, patient experienced a loss of connection between the transmitter and receiver. Dexcom representative advised patient's mother to reset the device. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and it failed. The reported event of loss of connection was not confirmed. The root cause could not be determined.